Manufacturer narrative:
Date of event: no date provided, used the first date in the month of the aware date.initial reporter facility name: (B)(6).

Event description:
It was reported that a shaft break occurred. A 10mm x 60mm x 75mm epic vascular stent was selected for use in a percutaneous transhepatic drainage procedure. The target lesion was located in a mildly calcified and mildly tortuous anatomy. The stent was positioned in the target lesion. During removal, it was noted that the inner shaft detached from the handgrip and was broken into two pieces. The inner shaft was completely removed by pulling together with the non boston scientific guidewire. All broken parts were removed from the patient. There were no patient complications.

Manufacturer narrative:
B3: date of event: no date provided, used the first date in the month of the aware date. E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the returned product consisted of an epic self-expanding stent system. The outer sheath, tip, inner sheath and the remainder of the device were checked for damage. Visual examination revealed a kink to the sheath 2cm from the strain relief. There are two kinks to the inner liner 4cm and 9cm from the tip. Microscopic examination revealed no damages. The inner liner was pulled and it was able to come out from the sheath. The handle was disassembled, and it was verified that the inner liner separated from the handle. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that a shaft break occurred. A 10mm x 60mm x 75mm epic vascular stent was selected for use in a percutaneous transhepatic drainage procedure. The target lesion was located in a mildly calcified and mildly tortuous anatomy. The stent was positioned in the target lesion. During removal, it was noted that the inner shaft was detached from the handgrip and broke into two pieces. The inner shaft was completely removed by pulling together with the non boston scientific guidewire. All broken parts were removed from the patient. There were no patient complications reported.